Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle, there was an issue with sterile breach. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd precisionglide hypodermic needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Five photos were provided for evaluation. The photos in the needle are not material (B)(4). They are not columbus needles therefore failure is not confirmed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR: performed on 6,600 parts with zero defects noted. 37 shield pull tests were performed on 185 parts with the min=1.6, max=4.2 and average=2.9. No quality notifications were written for this batch, nor for the associated assembly batches.